Event description:
Spinal arteriogram was performed recently and a retained onyx microcatheter was found. Retained partial segment of microcatheter extending down from embolization site to femoral artery